Manufacturer narrative:
Device eval: no device is expected to be returned for eval. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and a f/u report will be submitted.

Event description:
The user reported that the catheter luer separated from the catheter. The device was repaired and is still being used by the pt. No lot number has been provided. No implant or explant date was provided. No harm or injury was reported.